Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the insulin delivery was suspended on the insulin pump; insulin continued to be administered overnight, resulting in hypoglycemia and a possible overdose. The customer's blood glucose value at the time of the event was 9 mmol/l. The customer was treated for hypoglycemia with carbohydrate intake and received assistance from an ambulance, followed by a visit to the emergency room with hospitalization of less than 24 hours. The event involved product mmt-1885. Troubleshooting was performed: the customer was advised on correct procedures during set changes, importance of disconnecting during prime/rewind, and to follow backup plans as instructed by their healthcare provider; pump upload to carelink was attempted but unsuccessful, and pump replacement was recommended. No further patient complications were reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 12-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 12-dec-2025 of the dailytotalcollectionstarttime, there is no bolus/basal delivery noted. The dailytotalofbasalinsulindelivered = 00.000 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 00.000 u. On the sap/customer's note event date of 11-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the sap/customer's note event date of 11-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 65250 (6.525 u) and dailytotalofbolusinsulindelivered = 40000 (4 u) which is equal to the dailytotalofallinsulindelivered = 105250 (10.525 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the ss event date of 12-dec-2025 and sap/customer's note event date of 11-dec-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 12/11/2025 17:23:33.000, 12/11/2025 17:55:52.000. 12/11/2025 19:42:49.000, 12/11/2025 19:52:00.000. 12/12/2025 15:28:32.000. Failed battery alert/battery failed alarm was found on: 12/11/2025 17:29:40.000, 12/11/2025 17:39:00.000. 12/11/2025 18:05:39.000, 12/11/2025 18:15:00.000. Pump error 23 alarm was found on: 12/11/2025 19:53:04.000. 12/12/2025 15:28:57.000. Power loss alarm was found on: 12/11/2025 19:53:22.000, 12/11/2025 19:53:30.000. 12/12/2025 15:30:30.000, 12/12/2025 15:30:38.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: 12/11/2025 11:49:00.000. 12/11/2025 18:00:00.000. Lostsensor2alert (781) was found on: 12/11/2025 12:05:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. As per r&d engineer (b)96): on the event days from 11-dec-2025 until 06-feb-2026, the user suspended delivery. From 11-dec-2025 (10:21:32 to 10:32:28, 13:09:12 to 13:11:58, 13:52:52 to 13:58:08, 13:59:13 to 15:07:57 and from 15:08:27 to 06-feb-2026 06:19:15. The pump did not deliver insulin during these time intervals (see attached r&d analysis). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.52 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.